Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) device presented to the hospital after experiencing syncope. Their heart rate was 20 bpm. Available data in the remote monitoring system showed loss of capture, noise, pacing inhibition, and high, out of range pacing impedance measurements of greater than 3000 ohms. Pacing threshold measurements were high, under-sensing was reported, and it was suspected the rv lead was dislodged. On (B)(6) 2019 the rv lead was explanted and replaced; the ICD remained implanted with the new lead. However, a few weeks later the patient had similar symptoms. On (B)(6) 2020 the new rv lead and the original device were explanted and replaced. The physician questioned a device header issue as the cause of the observations, and explanted the lead. No additional adverse patient effects were reported.